Manufacturer narrative:
Updated fields:b4,g3,g6,d9,h3,h2,h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1 (initial reporter). It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas gain alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had switched out the console and was receiving a gas gain alarm. The customer verified there was no blood, discoloration, or flakes in the helium tubing, and that all connections were secured. Esp personnel instructed the customer to press the iab fill key which resolved the alarm. Customer reported patient's heart rate was consistently in the 150s and the patient had also been repositioning frequently. Personnel reviewed proper troubleshooting steps and the nature of the alarm with the customer and explained that it was most likely triggered by the clinical factors previously mentioned. Personnel provided direct contact info and asked the customer to contact again should the alarm go off 2-3 times in one hour despite troubleshooting with the iab fill key.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm which was switched with another pump. However, the console received a gas gain alarm after switching out. No patient harm or injury reported.